Manufacturer narrative:
Exact date unknown, event occurred few years ago.

Event description:
It was reported that the patient was experiencing subsequent positional paresthesia and was not getting an adequate pain relief. It was also mentioned that the ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post operatively. The patient was re-implanted with an MRI compatible ipg. The explanted ipg was discarded.